Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a ureteroscopy procedure, when the surgeon tried to laser the stone in the kidney, the tip of the fiber broke off inside of the patient. The basket was used to remove the broken tip of the fiber. The case was completed with a different fiber without patient complications.